Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a manufacturer representative. It was reported that the patient had an explant. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that they were getting the low ins icon on the patient programmer screen. Patient asked the longevity of the ins and if they were looking at the correct information. Patient stated it was a pretty new implant and they didn't' want to go through surgery again. Elective replacement indicator (eri) was reviewed with the patient. Patient had contacted their healthcare provider and was scheduled to meet with them the following day. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va1ae2v, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported their first implant died and had to be replaced after a year and 10 months due to the lead impedance which was discovered. It was noted the replacement date was (B)(6) 2018. There were no further complications reported.